Event description:
Event description boston scientific crm received information that this transvenous defibrillation lead exhibited oversensing. This oversensing did not result in pacing inhibition or inappropriate shocks, and no patient symptoms were associated with the oversensing. The physician elected to extract the lead. During this procedure, the proximal portion of the lead was successfully removed. The distal portion of the lead, however, could not be retrieved from the ventricular wall. The physician elected to stop the procedure, as he intended to remove the distal portion of the lead via a femoral approach. The patient elected to not have this subsequent procedure performed. The distal portion of the lead remains within the patient.